Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodged. Vascular access was obtained via a left brachial approach using a 7fr 25 cm sheath. The 90% stenosed target lesion was located in the calcified and severely tortuous subclavian vessel. A 8.0 x 40 x 75 cm express ld vascular stent delivery system (sds) was advanced to the target lesion but it was noted that the stent was longer than the target lesion. During withdrawal of the express ld vascular sds the stent hit the distal edge of the sheath and dislodged. The 7fr 25 cm sheath was exchanged to an 8fr sheath. A 3 mm balloon catheter was used to retrieve the dislodged stent, but was unable to remount the stent. The 8fr sheath was exchanged to a 10fr sheath and the stent was successfully retrieved using a gooseneck snare. The procedure was completed with a 8 x 27 mm express ld stent. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).